Manufacturer narrative:
(B)(4). This follow-up report is being submitted, to relay additional information. If any further information is found, which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported, that a patient is being scheduled for a left hip revision. Approximately, three months post implantation, due to inadequate fixation of the cup and pain. To date, no procedure has occurred. Attempts have been made and no further information is available.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided. Visual and dimensional evaluations could not be performed. The complaint could not be confirmed. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2024-00778 0002648920-2024-00080 0002648920-2024-00081 d10: cat #: 110010264 / g7 osseoti multihole 52mm e / lot #: 66347196 cat #: 00625006550 / trilogy bone scr 6.5x50 / lost #: 63033489 cat #: 00625006550 / trilogy bone scr 6.5x50 / lot #: 63849814 the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that a patient is being scheduled for a left hip revision approximately three months post implantation due to inadequate fixation of the cup. To date, no procedure has occurred. Attempts have been made and no further information is available.